Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.

Event description:
It was reported by the clinician that when withdrawing the spring wire guide (swg) from the catheter, the wire unraveled resulting in both the swg and catheter being removed together. The swg was removed in its entirety. There were no reported patient complications.